Manufacturer narrative:
H6) the manufacture representative went to the site to test the imaging system and representative arrived onsite and verified that the system was damaged from a recent wall collision. Door was already in the open position upon arrival so they inspected the door switch and discovered was completely seized in place. They removed the metal mount the switch was attached too and revealed that it was actually completely destroyed. Using the spare switch they had on hand, they replaced it and reinstalled the mount then moved on to confirming the issue was resolved. After power cycling the system a few times and opening/closing the door several, the reported door opening issue had been resolved. System checked out completed post repair. System operated as designed but would need the lower door cap replaced in the future. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used in an unknown procedure. It was reported that the site damaged the gantry. They then used in a case and the gantry would not open, and was stuck around the patient. They were able to open it eventually and extract the patient. Patient was present. There was unknown surgical delay and impact on patient outcome.